Event description:
The reporter stated the surgeon inserted a micl 13.2mm implantable collamer lens. The lens tore during insertion into the eye. Lens was removed with no pt injury. No widen incision and no suture required. The reporter stated the cause of this incident was due to loading technique. There is no product malfunction. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4).